Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during a laparoscopic cholecystectomy the padding on the blade fell off, but did not fall into the patient. It happened on the back tray. The procedure was completed using a like device. There was no patient consequence.

Manufacturer narrative:
(B)(4). Batch # n9000x. The device was returned in good physical condition. The tissue pad was in good physical condition and properly attached to the clamp arm and not detached as reported by the customer. The device was connected to a test hand piece and a gen11, during functional testing it was noted that the hand control buttons were nonfunctional. However, the device did activate when tested with the foot switch. The instrument was disassembled to inspect the internal components and no anomalies or damage was observed that could have caused the hand control buttons to be nonfunctional. Since as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment, no conclusion could be reached as to what caused this issue. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.